Event description:
It was reported that a merlin.net transmission revealed multiple auto mode switch episodes due to atrial lead noise. No adverse events occurred to the patient. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.